Event description:
It was reported that tip detachment occurred. The target lesion was located in the anterior tibial artery. A 300 cm straight tip v-14 short taper guide wire was used in a procedure. However, when the physician attempted to pull the device back into the rubicon guide catheter, the wire tip bunched up and broke off into the patient's vessel. The physician then placed a 2 mm x 12 mm non-bsc stent to pin the broken tip against the vessel wall. The procedure was completed and no further complications were reported.